Event description:
(B)(4) trial. It was reported post a percutaneous coronary intervention (pci) with stent implantation timi flow degradation occurred. The patient presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The target lesion was a de novo bifurcated lesion located in the proximal left anterior descending artery (lad). It was described as 14 mm long, with a vessel diameter of 3 mm and 80% stenosis. The lesion was treated with implantation of a 3.00 mm x 16 mm taxus element stent, with 0% residual stenosis. On the same day prior to discharge the timi flow in the target lesion reduced from 3 to 2. The patient was discharged five days later on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).